Event description:
It was reported that (1) ax55b was used during a low anterior resection procedure. It was reported by the rep that the surgeon used ax55b during low anterior resection to create distal line of transection. Specimen was removed and the circular stapler was passed to perform the coloproctostomy. As the circular stapler was passed it went through distal line of transection as if there was no staple line present. The surgeon had to use suture to close the proximal portion of the distal bowel and around the trocar tip to ultimately be able to perform the coloproctostomy. The surgeon said that he did see loose staples in the abdomen. The surgeon thought that the instrument fired, but the instrument did not feel normal during firing. The case was completed by suture.